Event description:
Patient representative reported left side "breast cancer" and "recall." The device has been explanted.

Manufacturer narrative:
The event of breast cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast cancer, anxiety-product/procedure

Event description:
The event of cancer was deemed not device related. Therefore, will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.